Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced no external power alarms and low voltage alarms while on mobile power unit. The alarms were reproducible with manipulation of the patient cable coming from mpu. The mpu was returned for repair. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms was confirmed via evaluation of the returned mpu. The returned mpu was evaluated by service depot under work order (B)(4). The reported no external power and low voltage alarms were reproduced by manipulating the patient cable. The patient cable was replaced and the alarms resolved. The mpu was then connected to a mock circulatory loop for several days with no issues observed. The 3 aa batteries were replaced with new batteries. A full functional checkout was performed and the unit passed all tests. The patient cable was forwarded to product performance engineering (ppe) for further analysis. The mpu patient cable was further evaluated by product performance engineering. Inspection of the patient cable revealed a cut in the outer jacket. The outer jacket was removed, revealing that several of the underlying wires were cut and the inner conductors were exposed; this resulted in an electrical short between the cable shielding and the exposed conductors. Further evaluation revealed that the exposed conductors could have potentially shorted to one another when the cable was flexed. The underlying conductors shorting to the cable shielding or to one another would result in the no external power and low voltage alarms. The reported event was determined to be caused by damage to the patient cable; however, the root cause of the damage to the patient cable could not be conclusively determined. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including no external power and low voltage alarms and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. This section also explains the importance of protecting the patient cable from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.